Event description:
It was reported that during a conference meal, the user who participated in the ilet experience study announced a larger-than-usual meal and perceived the pump¿s meal bonus to be too high, after which glucose levels dropped to 50 mg/dl and the user treated with oral glucose; no hospitalization occurred. Symptoms included shakiness and lethargy. Outcomes included a low glucose event. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, with the medical device problem and device component not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.